Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The nurses were attempting to change out the replacement bag but there was a crack in the luerlock system. This crack did not allow the bag to be changed, so the neurosurgery team was contacted and came to exchange the entire drainage system. Csf did not leak from the system and there is no patient harm but a concern about the product integrity." This was the first bag change so no cleaning solution was used; no hemostats were used. The bag was completely full at 700 ml. It was recommended to change when 1/2 to 3/4 full. The customer confirmed they still have the drain but they did not provide the lot number. The customer was requested to return the affected product for evaluation. Risk review: per (B)(4) rev 08 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14; cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment. Risk severity:3 (low). No related capas. Evaluation of the returned affected part to be carried out.

Event description:
Nt821731c - crack in the luerlock system. This crack did not allow the bag to be changed, so the neurosurgery team was contacted and came to exchange the entire drainage system.. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. 44,454 nt821731c units sold within past two years. Failure rate = 0.01% product was sterilized and returned to natus. Root cause/failure investigation: the customer returned one eds device for evaluation. The device was misplaced. Based upon the information and picture given by the customer, the component states that the spin luer lock has a crack and did not allow to change the collection bag. The picture sent has insufficient resolution and is not possible to determine a failure mode. Failure mode: device not found - unable to determine.

Event description:
Nt821731c - crack in the luerlock system. This crack did not allow the bag to be changed, so the neurosurgery team was contacted and came to exchange the entire drainage system.. No injuries.